Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during surgery, the ophthalmic sutures were break. Details of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened suture, in a plastic pouch with a tyvek label was received for the report of suture break during tying. Sample was visually inspected and found to be nonconforming with suture light in color and broken. A dimensional inspection was done for suture diameter and sample was found to be conforming. Functional testing for suture strength was performed and found to be conforming. Functional testing for channel smash was performed and found to be conforming. Because the suture was noted to be lighter in color, a second visual inspection took place. The channels of the needle were opened, the sample was visually inspected and was found to be conforming for black suture color inside of the channels. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all dimensional and functional testing. The returned sample was found to be non-conforming visually with broken suture, however the sample was conforming for all functional and dimensional testing associated with the reported event. Therefore a suture broken as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s support process document could potentially contribute to an outcome similar to the reported event. A potential contributing factor for suture light in color would be if the suture was exposed to hydrogen peroxide or hydrogen peroxide based cleaner. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.